Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The device was interrogated and a red screen associated with a da error was displayed. Ts explained that a bit flip (temporary memory corruption) in device firmware had occurred. The local representative was informed that this error was a benign self-correcting error. Stored data was reviewed by in-house engineering who concluded that the da error recorded in the firmware log occurred on (B)(6) 2015 at 7:02:39 (device time) and was automatically detected and corrected at that time. The available information suggests that this device remains in-service and no intervention was undertaken.